Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3290312): 1)this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for penetration force test and 45psi leakage test. The needle tip force, catheter tip force and catheter drag force are all within the product specifications, and no leakage is found at the septum. Please see the attached test report. 4. The difficulty of feeding catheter may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended to insert the needle at 15°~30° with the bevel of the needle tip upwards, then lower the angle to 5°~10° to send the needle and catheter, do not withdraw the needle prematurely. 5. Possible causes of bleeding at the end of the septum: 1)damage to the septum by the raw material or assembly can result in continuous bleeding at the end of the septum. 2)after the needle is punctured into the blood vessel, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 3)if the patient's arm is tied tight during the puncture, it will cause great pressure in the blood vessel, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample has not been received for analysis and confirmation, the root cause of the difficulty of feeding catheter and the leakage at the septum cannot be determined. The plant will continue to pay attention to such defects.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn leaked at the septum. The following information was provided by the initial reporter translated from chinese to english: "at 8:30 a.m. On (B)(6) 2024, the nurse used an indwelling needle to puncture the child while giving him intravenous infusion. When the indwelling needle is pulled out, it is difficult to feed the tube and the isolation rubber plug leaks. Blood. The nurse immediately stopped using it and reused a new indwelling needle for treatment. Due to the problem of indwelling needles, the number of punctures increased."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.